Event description:
It is reported that the patient was revised due to a bowed stem.

Manufacturer narrative:
Eval summary: the device has not been returned for review, however a photo of the explanted stem shows an apparent bend at approx half-way through its length. X-rays have not been returned for review. The devices implanted in conjunction with the femoral stem were confirmed compatible. The patient's weight, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history have not been provided. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.